Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (xrl medium shaft, part number 03.807.310, lot number 8377130) but was incorrectly reported as a product evaluation in follow-up medwatch report (B)(4). The correct results are as follows: the subject device was received with the ratchet lever not rotating freely. The lever was too tight or "stuck." The received xrl medium shaft was intact and did not have any visible scratch, damage or abnormalities. It was reported that xrl spreader assembly malfunctioned during implantation and the cage would not collapse and resulted in a surgical delay of 30 minutes. The inserter would not go from "continuous" / off mode (which allows tactile expansion or compression of the implant) to ratcheting / on mode (which allows expansion of the implant). The xrl system provides surgeons the ability to expand the device in situ to reconstruct the anterior column, restore height and correct the sagittal curvature of the thoracolumbar spine. Xrl spreader assembly is used to insert the implant in an optimal position and to distract the implant if necessary. The xrl spreader assembly consists of four major parts the xrl spreader (03.807.300), xrl shaft (03.807.310 & 03.807.330), xrl spreader tops and xrl release tool (03.087.348). The potential cause of the failure was identified due to housing and ratchet lever assembly which was evaluated and reported under part 03.807.300. The returned xrl shaft and release tool is not subjected to the complaint received, the complaint was observed to be on spreader [ housing and ratchet lever assembly].the drawings associated with the part was reviewed. The drawings call out appropriate dimensions, material and finishing processes for a successful design. The xrl shaft and release tools are concomitant and the parts do not appear to have a failed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the xrl (vertebral body replacement) spreader which is comprised of the shaft and the release tool malfunctioned during a corpectomy at t8 on (B)(6) 2016. The device was being used to implant a cage and perform a screw fixation at t7-t9. While using the xrl spreader, the cage expanded and would not collapse. The inserter (xrl release tool) would not go from "continuous" / off mode (which allows tactile expansion or compression of the implant) to ratcheting / on mode (which allows expansion of the implant). The cage was left in place (remained implanted); it was used in its expanded/static capacity. Although there was no patient harm, the reporter stated that implanted the device in this manner was not ideal. There was a reported 30 minute surgical delay. There were no fragments generated and no additional medical intervention was needed. The procedure was completed successfully without further incident. The patient was reportedly in stable condition at the end of the procedure. This report is 3 of 4 for (B)(4).

Manufacturer narrative:
A manufacturing investigation action was conducted. The report indicates that the: investigation summary, affected part, part description: xrl medium shaft straig f/03.807.300, part#: 03.807.310 lot#: 8377130, lot release date: 16.07.2013. It was reported that xrl (vertebral body replacement) devices; the spreader which is comprised of the shaft and the release tool malfunctioned during a corpectomy at t8. The device was being used to implant a cage and perform a screw fixation at t7-t9. While using the xrl spreader, the cage expanded and would not collapse. The inserter (xrl release tool) would not go from "continuous" / off mode (which allows tactile expansion or compression of the implant) to ratcheting / on mode (which allows expansion of the implant). The cage was left in place (remained implanted); it was used in its expanded/static capacity. Also, an as such the cage was used in its "expanded" or "static" capacity. Conclusion - during manufacturing investigation the functionality of instrument xrl medium shaft straig f/03.807.300 has been tested with the counterparts in accordance to inspection sheet. All checked characteristics are within the specifications. There are no references to the reported issue. No manufacturing related issue was identified and/or confirmed, therefore review to the specific prm and prm line is not applicable. A product evaluation was performed. The investigation of the complaint articles indicates that: the xrl system provides surgeons the ability to expand the device in situ to reconstruct the anterior column, restore height and correct the sagittal curvature of the thoracolumbar spine. Xrl spreader assembly is used to insert the implant in an optimal position and to distract the implant if necessary. The xrl spreader assembly consists of four major parts the xrl spreader (03.807.300), xrl shaft (03.807.310 & 03.807.330), xrl spreader tops and xrl release tool (03.087.348). The received xrl spreader did not have any visible scratch or damage. It was reported that xrl spreader assembly malfunctioned during implantation and the cage would not collapse and resulted in a surgical delay of 30 minutes. The ratchet lever would not go from "continuous" / off mode (which allows tactile expansion or compression of the implant) to ratcheting / on mode (which allows expansion of the implant). The complaint condition can be replicated with the returned sample as the ratchet lever is not rotating freely. Also based on checking the spreader assembly physically by rotating the dial, it is observed that the ratchet pawl rubs on inside of the housing, the potential of this issue could be parts manufactured at worst case conditions or any shift in axis between housing and ratchet lever assembly [pawl and ratchet]. Product development team may need more inputs on the dimensions measured at the time of manufacturing to conclude the investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.